Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not finish detecting insulin on multiple occasions. Reportedly, a new cartridge was loaded each time, and the load process was successfully completed. The customer's blood glucose level ranged from high 70s (mg/dl) to 150s (mg/dl). The customer continued using the pump for insulin therapy.